Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly/motor noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, and cracked reservoir tube. (B)(4).

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 114 mg/dl. The insulin pump was exposed to water. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.